Manufacturer narrative:
(B)(4). The dexcom g4 platinum continuous glucose monitoring system user's guide states: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g., redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Patient contacted dexcom on (B)(6) 2016 to report that they experienced a reaction to the sensor adhesive on (B)(6) 2016. The sensor was inserted into the abdomen on (B)(6) 2016. Reaction was located at the site of sensor insertion and described as a rash/small bumps. Patient treated the affected area with apexicon cream, which was prescribed on (B)(6) 2016 for an unrelated event. No additional event or patient information was provided.